Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent a revision surgery after a fall. Patient fractured his proximal femur and was experiencing pain. Surgeon stated stem subsidence and possible cement mantle fracture. The size 1ho stem, oxinium head, and liner were removed.